Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having charging issues with his initial implant. Patient clarified the implant took a long time to charge and he had a hard time finding "the spot", it would take 15 mins to find the "right spot". Patient stated the therapy was "okay" and really the issue was that he had to charge about every 2 days and it was taking a really long time to charge. Patient stated they tried reprogramming the device but the issues did not resolve so they replaced his implant.